Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
It was reported that on two separate occasions the subject pump cancelled a programmed bolus without having pressed any of the keypad buttons. The pt confirmed she was able to successfully program bolus after each occurrence and denied any trauma to the pump or x-ray exposure. There was no adverse event associated with this complaint.